Event description:
During a plif levels l-45, l5-s1 the surgeon was using the t-plif implant holder and the nut portion of the instrument broke. The piece was retrieved. Surgeon manually held the trigger together to hold the implant for insertion.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. DHR review: the mfg records were reviewed and no complaint related issues were found. Mfg investigation: rivet, spindle, and speed nut are missing. Not all parts were returned to make a full investigation. No conclusion can be drawn.